Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the event and was informed that the physician had been attempting to remove a large piece of prostate tissue with the electrode when it reportedly broke. The physician was reported aware of the breakage, however, he elected not to retrieve the fragment as it was expected to pass through the urethra naturally. The procedure was completed by unspecified means. An x-ray was performed sometime thereafter and a foreign object was confirmed in the patient's bladder. The patient was reportedly scheduled for another procedure to extract the object. The subject device of this report was not returned to olympus for evaluation, however, the sales representative was permitted to view and photograph the device. Visual inspection of the subject device confirmed that the loop from the electrode was missing. The other equipment used during the procedure reportedly showed no signs of malfunction and is currently being used by the facility. This report is being submitted as an MDR in an abundance of caution. (B)(4) is filing mdrs on behalf of gyrus acmi and olympus medical systems corporation. (B)(4).

Event description:
Olympus received a medwatch which stated "event desc: the surgeon was performing a transurethral resection of the prostate (turp) and the resection electrode loop broke."